Manufacturer narrative:
One lighttrail tractip laser fiber was returned for analysis. Visual analysis revealed that the laser fiber exhibited no signs of usage, damage and detachment. The aiming beam was visible at the ball tip when the fiber was tested with hene laser fixture. Light was visible 2cm from the distal tip when the ball tip makes direct contact against the white parchment. However, the report of the detached tip could not be confirmed. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a lighttrail tractip laser fiber was used to be used for a ureteroscopy procedure in the kidney performed on (B)(6) 2017. According to the complainant, during preparation, the tip of the laser fiber broke off outside the patient. The procedure was completed with another lighttrail tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be "completed without any issues."

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 9, 2017 that a lighttrail tractip laser fiber was used to be used for a ureteroscopy procedure in the kidney performed on (B)(6) 2017. According to the complainant, during preparation, the tip of the laser fiber broke off outside the patient. The procedure was completed with another lighttrail tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be "completed without any issues."